Manufacturer narrative:
Complaint no: (B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced suspect peritonitis coincident with automated peritoneal dialysis (apd) therapy. The suspect peritonitis was manifested by abdominal pain and vomiting. The cause of the suspect peritonitis was not reported. The patient was hospitalized for the event. The patient received an injection of physioneal 2l solution bag containing antibiotics for the suspect peritonitis. Action taken with the physioneal therapy was not reported. At the time of this report, the patient was reported to have been feeling better. No additional information is available.